Event description:
Closing incision physician noticed the locking nut from the reference frame for the stealth arm lying in the incision within patient. Nut was retrieved and there was no harm to the patient.